Manufacturer narrative:
Analysis of the ins found that it had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported patient had rotator cuff injury and was not able to get the charger over the ins, so the ins battery overdischarged. The patient and healthcare provider (hcp) opted to replace the ins with a prime cell. No patient symptoms were reported. No further complications were reported/anticipated.